Event description:
It was reported that during a bso procedure, a gray reload was placed in the device. When the surgeon attempted to fire the device it locked out and would not fire. They completed the procedure with another device. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time. Eval summary: the analysis results found that the ats45 device was returned with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found damaged. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at gqa. A batch record review was performed and no anomalies were found during the manufacturing process.